Event description:
In this case, the customer reported to the field service engineer (fse) that there was no communication available from the gantry microphones and the pt could not be heard by the operator. The field service engineer (fse) determined the cause was from failed microphones which were replaced. There was no report of harm to a pt, operator or bystander.

Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a f/u MDR at the completion of the investigation. (B)(4).